Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via facebook of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 20-30s mg/dl. The customer stated that they woke up at night sweating. The customer stated that they were back on the needle. The customer was advised to speak with 24 hour helpline regarding low blood glucose readings.